Event description:
X-rays were reviewed by the manufacturer. Due to the angle and quality of the images, it could not be confirmed that the lead pin was fully inserted into the connector block. The generator was placed in the left chest per labeling, and the feedthru wires appeared intact at the connector block. The electrodes did not appear to be further apart than as prescribed in labeling. There appeared to be a strain relief bend, but no strain relief loop was visible. One tie down appeared to be securing the strain relief bend, but there was no tie down securing a strain relief loop. The patient's previous lead appeared to be stapled in place in the left neck, but there did not appear to be a physical interaction between the current and previous leads. No gross fractures were identified with the provided images. No sharp angles were noted. Additionally, a portion of the lead was identified to pass behind the generator, and an assessment could not be made on this portion of the lead. No gross discontinuities were identified, but a micro-fracture and/or a lead discontinuity with the portion of the lead behind the generator could be ruled out. No further relevant information has been received to date.

Event description:
The surgeon reported that he use two tie-downs to secure the strain relief and that there was enough slack in the lead to prevent pulling on the nerve based on the x-ray images available. No surgical intervention has occurred to date.

Event description:
X-rays were taken, but no known intervention has occurred to date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was feeling a lead pulling sensation associated with stimulation. He also had his vocal cords evaluated, and there was partial paralysis where the electrodes were attached to the nerve. The discomfort started after the patient's settings were increased to 1.0ma, around (B)(6) 2015 or (B)(6) 2016. The physician believed that the lead pulling sensation and partial paralysis was due to the positive and negative electrodes being placed too far apart on the nerve. No further relevant information has been received to date.